Event description:
Reporter alleged the customer received a discrepant blood glucose result of 62 mg/dl back to back with a result of 113 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that the customer ate a meal after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter does not have the strips used and so the suspect product will be returned for eval.